Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle had foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd safetyglide¿ needle had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one piece of top web, two samples and two photos were received and evaluated. One sample was a sealed safetyglide needle, confirmed to be from batch #8143734 (p/n 305902). One sample was a 3ml syringe with a safetyglide needle attached alongside an opened package from the same batch # and a top web from unidentified batch #. The open sample was found to have white fibrous foreign matter on the needle¿s cannula under the shield. The shield of this sample was also observed to be cracked. It was not clear whether the shield¿s damage occurred during the sample¿s transport to the site for evaluation or it was cracked at another point prior to that. Two (2) returned samples were received from the customer for investigation. One (1) sample was returned attached to a syringe and the other sample was returned in a sealed blister pack. Both samples were examined visually using 10x magnification. The returned sample which was attached to the syringe was found to have plastic shavings (skiving) on the needle. It was also observed that the needle shield was damaged. The returned sample which was returned in a sealed blister pack was found to not have any damage, the bevels were good and the etch was good with no defective grind or hook observed during production of this batch an issue was identified and additional measures were taken to assure release of the product. Additional sampling were tested and passed ; therefore, the product was accepted and released. Based on the sample analysis it appears that the plastic shaving (skiving) on the needle were likely the result of a needle with skiving caused by point damage. Based on the sample analysis the condition of needle dull / blunt could not be confirmed as the returned sample which was returned in a sealed blister pack was found to not have any damage, the bevels were good and the etch was good with no defective grind or hook observed.